Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that lead and associated device displayed an increase in shock impedance measurements to eventually become greater than 125 ohms. Boston scientific technical services discussed potential causes and trouble-shooting measures with the health care professional (hcp). Requests for additional information were made; no additional information was received. There were no adverse patient effects reported.